Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro jaw did not seal the vein, causing bleeding in the tunnel as they were on the second cut of the branches. The power setting was at 2.5. The surgeon converted the procedure to open leg and did not open a second hemopro device, because they cannot see the tunnel due to bleeding. There was no exact amount of blood loss and it was reported blood loss more than normal. The procedure was completed and the pt is doing fine after the procedure.

Manufacturer narrative:
Investigation results: the visual inspection showed no damage on either the hot or cold jaw boots. Resistance measurements were within specifications. A functional test was conducted on the actuation rocker movement and the tissue welder's jaws did not close from the received open state. The complaint for the hemopro jaw did not seal the vein is confirmed. Further investigation discovered that the pull rod would not move within the shaft. It was stuck in position, which prevent the hemopro jaws from opening and closing. A review of the finished device lot history record did not reveal an non-conformance reports, which could have contributed to this complaint.